Event description:
It was reported that during set-up, the foot wheel of an ak 96 machine was observed to be broken. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated on site by a technician. Device evaluation confirmed the reported problem. Replacement of maintenance base kit was done. It is highly likely that the continuous movement of the machine together with the ageing of its component could be the cause or contributing factor leading to the breakage of the wheel unit kit. Should additional relevant information become available, a supplemental report will be submitted.